Manufacturer narrative:
The date of this submission is 23-mar-2017. This closes out this report unless other additional significant information is received.

Event description:
Initial information was received on 21-feb-2017 and was processed with additional information received on 02-mar-2017. The case has been reassessed as serious based upon new information received on 02-mar-2017. This spontaneous report was received on 21-feb-2017 from a female consumer who was nurse (age unspecified) reporting on self from the united states of america. The medical history of the consumer included severe latex allergy which was acquired when she was forced to wear latex gloves during the aids epidemic. The concomitant medications were not reported. On (B)(6) 2017, the consumer touched the boxes of band-aid unspecified, when she opened her husbands drawer (lot number and expiration date unspecified). The consumer stated that she was moving things around and when she touched the band-aid box, after about five minutes, the consumer experienced an anaphylaxis described as an allergic reaction. The consumer used benadryl (diphenhydramine) unspecified inhaler, and steroids to ease the event. The consumer took high dose of steroids 60mg prednisone (route unspecified) that tapered to 40mg on (B)(6) 2017 and 20mg on (B)(6) 2017. It was stated that her pulse oximeter was between 91 to 94 per minute. The consumer mentioned to have experienced the events for 17 hours and the consumer stated that she was still exhausted because of which she was not able to do washing. She mentioned that she was recovering. The consumer mentioned to have experienced the similar reaction in past with unspecified product. She stated that this was her second worse reaction in last 10 years. The report assessed as serious (medically significant) and company causality was assessed as related.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
Initial information was received on 21-feb-2017 and was processed with additional information received on 02-mar-2017. The case has been reassessed as serious based upon new information received on 02-mar-2017. This spontaneous report was received on 21-feb-2017 from a female consumer who was nurse (age unspecified) reporting on self from the united states of america. The medical history of the consumer included severe latex allergy which was acquired when she was forced to wear latex gloves during the aids epidemic. The concomitant medications were not reported. On (B)(6) 2017, the consumer touched the boxes of band-aid unspecified, when she opened her husbands drawer (lot number and expiration date unspecified). The consumer stated that she was moving things around and when she touched the band-aid box, after about five minutes, the consumer experienced an anaphylaxis described as an allergic reaction. The consumer used benadryl (diphenhydramine) unspecified inhaler, and steroids to ease the event. The consumer took high dose of steroids 60 mg prednisone (route unspecified) that tapered to 40 mg on (B)(6) 2017 and 20 mg on (B)(6) 2017. It was stated that her pulse oximeter was between 91 to 94 per minute. The consumer mentioned to have experienced the events for 17 hours and the consumer stated that she was still exhausted because of which she was not able to do washing. She mentioned that she was recovering. The consumer mentioned to have experienced the similar reaction in past with unspecified product. She stated that this was her second worse reaction in last 10 years. The report assessed as serious (medically significant) and company causality was assessed as related. Additional information received on 17-apr-2017. On an unspecified date the consumer consulted a healthcare professional. The consumer took physician prescribed benadryl (diphenhydramine) 50 mg q6h prn (every 6 hours as needed), albuterol hhn (hand held nebulizer) q6h prn (every 6 hours as needed) and on (B)(6) 2017, the consumer took high dose of steroids 60 mg prednisone (route unspecified) daily until (B)(6) 2017 or (B)(6) 2017 that tapered to 15 mg on week one, 10 mg on week two, 7.5 mg on week three and 3.7 mg on final week. On (B)(6) 2017, the events resolved. This report remains serious.